Event description:
It was reported that during used of this bur guard in a wisdom tooth removal, the bur shattered in the patient's mouth. The pieces of bur were removed with suction, and there was no injury to the patient.

Manufacturer narrative:
Investigation results: the bur guard was received for investigation and the reported problem was not verified. Temperature testing of the bur guard found the device met all temperature testing specifications. Further investigation found the bearings ran rough and the bur guard was overdue for preventive maintenance. The customer will be contacted with information on care and handling of this product. The catalog number provided for the pur is not a conmed linvatec product. The customer's database was reviewed to identify purchashed burs used with this drill and records indicate no bur sales since year 2000. The customer reported that they disposed of the bur with this event and that they do not reuse burs.